Event description:
The customer reported an error message at start up that prevented the sys from booting up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The universal power sys was replaced. The sys was then found to be operating as intended.